Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal rca with 80% stenosis and a 3.25 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the next day on plavix and asa. The pt presented to the ER three months later with recurrent chest pain. EKG showed sinus rhythm with some nonspecific lateral st abnormalities. The pt was treated with morphine and was admitted. Cardiac catheterization revealed: lmca - normal, lad - normal, lcx - normal, rca - "the mid vessel had a widely patent stent", 80% distal stenosis just before the crux, lvef = 60%. A 3.0 x 12 mm taxus stent was deployed in the distal rca. Residual stenosis was 0%. Post removal of sheath, the pt became hypotensive with "probable vagal episode" (per cath report). Atropine and fluids were given. The pt improved and was discharged six days later. In the opinion of the physician the relationship of the event to the taxus stent is "not related."

Event description:
Clinical study. Four months after a drug eluting stenting treatment procedure, a target vessel reintervention was performed on the right coronary artery (rca). Additional info has been requested.